Manufacturer narrative:
In an eval of the device by physio-control, a complete functional test was performed and proper operation was observed. The device was returned to the customer for use.

Event description:
Medics responded to a person described as in cardiac arrest. The device was connected to the pt and the "analyze" button pressed. According to the reporter, the device began charging, stopped charging and gave an inappropriate "check electrodes" message. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.